Manufacturer narrative:
The returned sensors were evaluated. During evaluation, the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed.

Event description:
It was reported that the displayed spo2 value was 92-93%. The same patient measured a value of 99% spo2 when compared to a disposable sensor. It was also noted that the measurement would initially not come up; after pushing the connector junction, the measurement displayed. There is no report of any patient impact or consequence as a result of the issue.